Event description:
Pt was left in traction on the hana bed for approx 3 hrs, and due to the prolonged traction time, the pt developed some significant genital and labia majora swelling and some skin sloughing which did require a consult for a gynecologist. Due to the prolonged traction time, which was due to instrumentation malfunction, pt's genital area did not receive a relief in pressure, causing a significant amount of time with no blood flow to the area.

Manufacturer narrative:
It was stated by the hosp that the o.r. Staff applied traction to the pt. Instrumentation unrelated to the o.r. Table failed. The staff kept the pt in traction and the pt endured an injury.